Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, "the guide wire was bent inside the packaging. Therefore, it was not used". No patient involvement.

Event description:
It was reported that during incoming inspection, "the guide wire was bent inside the packaging. Therefore, it was not used". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened sac-00520-pbx arterial kits for analysis. The protective tubing and introducer needle were not returned. No definite signs of use were observed. Visual analysis of the guidewire revealed the guidewire and catheter were both kinked in one aligned location. Visual analysis also revealed the returned packaging contained one major fold. Microscopic examination confirmed the kinks and revealed that both welds were present and spherical. Additionally, the product lidstock states "do not bend". The kinks in the guidewire were located 23 and 25.9 mm from the one end. The overall length of the guidewire measured 349 mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guidewire outer diameter measured 0.510 mm, which is within the specification limits of 0.508mm-0.533mm per the guidewire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "thread tip of catheter over guidewire." The returned guide wire was threaded through the distal lumen of a lab inventory catheter and introducer needle. The undamaged portions of the guidewire and catheter were able to advance with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not use if package is damaged. The customer report of a damaged guidewire was confirmed through investigation of the returned sample. The guidewire was kinked in the middle of the body and the returned packaging each contained one major fold as well. The guidewire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.